Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving an inappropriate shock. Upon interrogation, the right atrial lead exhibited noise. It was noted that during a supraventricular tachycardia( svt) episode, the implantable cardioverter defibrillator sensed the lead noise, and indicated svt as ventricular tachycardia; hence lead to subsequent exhausting of all high voltage therapy. No further information was available. It was discussed that the device to be reprogrammed.